Event description:
After treatment with cosmoplast 1 in the glabellar crease, the patient presented with swelling and redness at the injection site. The physician prescribed an oral antibiotic (dichloxacylin).

Manufacturer narrative:
Device evaluation summary: quality assurance has reviewed the device history records for this lot from finished product packaging to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. None of the deviations noted were significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause for this complaint.